Manufacturer narrative:
To date, the device remains in-service.

Event description:
Boston scientific received information that the patient has been scheduled for an in-clinic device check. At that time, a second save-to-disk and/or memory upload will be performed to obtain another longevity estimation. Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory and the device was explanted without incident. Boston scientific received information that this device was received at boston scientific's return product department.

Manufacturer narrative:
Waiting return of a second save-to-disk or memory upload. To date, the device remains in-service. Upon return to boston scientific, the device will undergo laboratory testing to determine root cause. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery. Additionally, a review of stored memory found that the device had detected leakage on the lead as the result of electrocautery use during the explant procedure.

Event description:
Boston scientific received information in early-december 2013 that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient was presented to the clinic for a scheduled routine device check. Upon interrogation, a voltage alert was displayed associated with a voltage too low for projected remaining capacity message. The patient did not mention any beeping tones generated by the device prior to the in-clinic follow-up. Ts recommended that the device should be replaced and that the local representative could perform a save-to-disk that may assist in determining an appropriate timeframe for replacement. Data from the device's memory was received and reviewed by boston scientific's in-house engineering. A low voltage fault was first detected in (B)(6) 2013. The voltage is 2.907 volts currently and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Because of this, the battery status indicators are not reflecting the depletion condition and are inaccurate. Using historical daily battery voltage measurement data, daily device power fluctuations were estimated. The power fluctuations appear random and intermittent. At this point, the battery has a significant reserve capacity and has not been actively depleting for the past month. It could not be determined when the depletion will resume. Therefore, the device should be explanted and returned to boston scientific for laboratory testing.